Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of a heavily calcified and heavily tortuous coronary artery. During the procedure, the catheter was advanced over a non-boston scientific (bsc) guidewire but struggled to advance through the vessel despite aggressive manipulation. After further attempts, the catheter was removed, and the guidewire came out with the catheter. It was noted that the guidewire was crimped onto the catheter monorail segment, preventing further advancement. A new catheter and a new guidewire were used to complete the procedure. There were no patient complications reported.